Manufacturer narrative:
Additional information was received that there was no patient present at the time of the event.

Manufacturer narrative:
Devcie evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and power up process were performed. Investigation unable to duplicate the acu watchdog failure or primary audible alarm post at power up. According to the investigation, acu watchdog failure is a sympathy alarm, which is sympathizing the primary audible alarm post error. Investigator replaced the pump speaker for preventive measure. Performed pm maintenance and all functional testing. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited acu watchdog failure and primary audible alarm post. No adverse effects were reported.